Event description:
Information received indicates the siderail will not latch due to a missing latch shoulder bolt.

Manufacturer narrative:
The technician replaced the siderail latch shoulder bolt to repair the bed.